Manufacturer narrative:
Based on the preliminary analysis of the returned unit, the reported event most likely resulted from the external defibrillation shock. It should be noted that only the year of pacemaker implantation has been provided (2014). The implantation date has been selected as of (B)(6) 2014.

Event description:
Reportedly, the patient received an external shock to reduce an atrial fibrillation. The physician did not know that a pacemaker was implanted and the shock was delivered directly on the can. After the shock, the subject pacemaker could not be interrogated using different programmers and the magnet test was inefficient. A defibrillator was then connected to the previously implanted leads.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient received an external shock to reduce an atrial fibrillation. The physician did not know that a pacemaker was implanted and the shock was delivered directly on the can. After the shock, the subject pacemaker could not be interrogated using different programmers and the magnet test was inefficient. A defibrillator was then connected to the previously implanted leads.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient received an external shock to reduce an atrial fibrillation. The physician did not know that a pacemaker was implanted and the shock was delivered directly on the can. After the shock, the subject pacemaker could not be interrogated using different programmers and the magnet test was inefficient. A defibrillator was then connected to the previously implanted leads.